Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's system never provided pain relief and only caused pain. Attempts were made to reprogram the pt's device. A lead replacement surgery was, then, performed on (B)(6) 2010. The lead was difficult to place during the procedure. Additional attempts to reprogram the pt's device occurred following the lead replacement. The pt did not want another revision, but requested to have the system removed. The pt's device system was explanted. It was stated that the lead was "not in the correct place." It was not clear if this related to the initially implanted lead or the lead implanted on (B)(6) 2010. There was no info provided related to the pt's outcome. A follow-up report will be sent if additional info becomes available.